Manufacturer narrative:
No button error alarms were noted. The insulin pump was received with no button response due to corroded keypad traces the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window and cracked case near display window corners, which were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 16 mmol/l, which had not yet been treated. It was stated that the button error alarm did not occur after moisture exposure and there was no prolonged button press. Nothing further was reported.